Event description:
The hcp reported that the pump was explanted and replaced due to battery depletion after an implant duration of 79 months. The low battery alarm was occurring. The catheter was replaced at the same time as it was "occluded." The pump contained dilaudid 50 mg/ml 2.4 mg/day; clonidine 87 mcg/ml 4.177 mcg/day and lioresal 59 mcg/ml 2.833 mcg/day. No patient symptoms or device troubleshooting were reported. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the anaysis is completed.